Event description:
(B)(4) study. It was reported that post stenting procedure, side branch stenosis occurred. In (B)(6) 2013, the patient presented with unstable angina and was referred for elective cardiac catheterization which revealed the 90% stenosed target lesion located in the proximal left anterior descending artery with a reference vessel diameter of 3.00mm and a lesion length of 12mm. The lesion was treated with predilatation and placement of a 3.00x20mm study stent followed by post-dilatation which resulted to 0% residual stenosis. Baseline core lab angiography revealed 30% side branch stenosis in the 2nd diagonal. Post procedure angiography revealed 80% 'branch percent stenosis in the 2nd diagonal. Two days post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).